Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided d6a: implant date unknown / not provided d6b: explant date unknown / not provided e1: last name unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
It was reported broken implant and broken screw in site 5. Implant is a certain 4x11.5 placed back in 2008. On (B)(6) 2022 the implant was split and screw was broken. Items were discarded by surgeon. Implant was placed by unknown perio doctor. No further impact to patient. Unknown status if the implant will be replaced.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, a device malfunction was verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.